Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. The thermogard ivtm console was evaluated at the customer site. The customer cleaned the air trap block sensors with the guidance from the clinical field specialist. The reported issue of mid: 09 (air trap assembly) was resolved and the console was placed back into service. There were no additional information provided. The issue was resolved after the airtrap sensor was cleaned and dried, there were no further errors reported. Historical complaints were reviewed for service information related to the reported complaint and there were two similar complaints reported for thermogard xp ivtm system with serial number (B)(4). (B)(4) reported on (B)(6) 2015, the root cause was determined to be a defective coolant block pcb and (B)(4) reported on (B)(6) 2015, unable to reproduce during functional testing, therefore the root cause was undetermined.

Event description:
As reported, during system setup, the thermogard ivtm system (sn (B)(4)) was displaying error message mid:09 (air trap assembly) error. Instructions were provided to dry out the airtrap. No known patient consequences were reported. Per biomed technician report, this is a second occurrence in the same week. See MFR 3010617000-2018-00281 for the first event.